Event description:
It was reported that the patient has had an increase in seizures over the past couple of weeks (patient had previously been seizure-free with vns). The relationship of the seizures to pre-vns baseline levels is unknown. Device diagnostics are all ok with eri = no, but the physician believes the device is approaching end of service and sending patient for prophylactic generator replacement. Surgery has not occurred to date. No causal or contributory changes in medications, lifestyle, or programmed settings have occurred.